Event description:
Customer reported a pixel issue on pump display impacting their ability to interact with or read the screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to prepare the pump for storage and return it using a pre-paid label, as a replacement pump would be provided under warranty. Meanwhile, they would use multiple daily injections as a backup insulin therapy.